Event description:
It was reported that the subject device had an intermittent image too dark. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the subject device had an intermittent image too dark. There were no reports of patient involvement.